Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rean1136 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, on the (B)(6) 2017, during a weekly visit the professional nurse noted that the device was not at its site and from the observation he noted the absence of the intravenous cannula . On (B)(6) 2017, the patient received an intervention to remove the extraneous corp. The patient has received a surgical intervention . This has been communicated to the (B)(6) as incident . No sample available.